Event description:
It was reported that the device showed early battery depletion. High impedance measurements and aborted charges were observed. Reset due to possible output circuit damage was also noted. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported battery depletion was confirmed in the laboratory. The device's current measurements were high. The root cause was an open connection on the hybrid substrate; this could cause the reported anomalies.